Event description:
It was reported the site wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization on (B)(6) 2019, where the sensor was recalibrated and the cm mean increased by 6 mm hg. Accurate readings were observed under the manufacturer's patient care network database.